Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
During the reaming process of glenoid for a conversion of a total shoulder to a reverse. Upon removing the reamer handle from the glenoid the nitinol pilot wire was missing from the reamer shaft. An xray confirmed that the wire was lodged in the posterior aspect of the scapula with no sign of the end of wire from glenoid perspective. Doctor worked on trying to retrieve from the glenoid for sometime till an incision was made posterior scapula to retrieve. There was additional time added to the procedure. All in total between an 90-120 min.

Event description:
During the reaming process of glenoid for a conversion of a total shoulder to a reverse. Upon removing the reamer handle from the glenoid the nitinol pilot wire was missing from the reamer shaft. An xray confirmed that the wire was lodged in the posterior aspect of the scapula with no sign of the end of wire from glenoid perspective. Doctor worked on trying to retrieve from the glenoid for sometime till an incision was made posterior scapula to retrieve. There was additional time added to the procedure. All in total between an 90-120min.

Manufacturer narrative:
The reported event that nitinol pilot wire reunion was alleged of 'instrument - breakage during implantation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.